Event description:
A pt being treated with the model 3100a was temporarily removed for re-positioning. When reconnected, however, to the 3100a, the operator could not get the 3100a to re-pressurize and start oscillating. The pt was then placed on another 3100a without compromise.